Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot# v878959, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot# va0199g, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had had "a little infection around the site" of his implantable neurostimulator (ins) in the past. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.